Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the mid femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size to be 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician over tamped and a small amount of blood came out of the advancer tube. Pressure was held for 5 minutes and the site looked good. The patient was transferred to the recovery room and checked on twice within the first hour and the site continued to look good. Two and a half hours after the procedure the patient was starting the discharge process. The patient went into the restroom to urinate. When the nurse checked on the patient it was noted that there was blood all over the bathroom and on the patient's gown. The patient was examined and a 4 inch by 6 inch hematoma that was swollen approximately 3 inches above the access site was noted. The patient was converted to 30 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1303902) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the deployer over advanced the advancer tube while deploying the device. If the advancer tube was over tamped, the sealant may stick against the inside wall of the advancer. Then during the removal of the advancer tube the sealant could be dislodged from above the arteriotomy thus allowing blood to flow around the sealant.